Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of ultracongruent articular surface exhibits nicked, gouged and micromotion. Also, it is fractured on the medial side. The device was submitted for sem analysis. The analysis determined that the fracture in the articular surface is consistent with the possibility of bearing not seated appropriately into the tibial tray, with potential pinching of material near the fracture location. Medical records were provided and reviewed by a health care professional. During the revision, it was found that the articular surface was medial dorsal aspect abraded and partially broken and shows pronounced metallosis in the joints. Radiology review from the ops notes also states that the articular surface was probably broken on the medical side and there a clear shift in the lateral view. DHR was reviewed and no discrepancies were found. With the updated information, no change in the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). Year of birth 1958 (no further information). (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised approximately thirty (30) months after a knee arthroplasty due to inlay fracture. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - medical product - unknown femoral, unknown tibial tray. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based upon the information that has been provided, a definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated:the following has been corrected: medical products- natural knee stemmed tibial, catalog # 621201200, lot # 61868808 natural knee femoral component, catalog # 00541601402, lot # 61916039. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Review of operative notes revealed metallosis and instability. No additional patient consequences were reported.